Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit has a curcuit was disconnect. Reconnect flow sensor and ran a vent couple hours. Performed ovp and performance check, all passed. All work accomplished per vela service manual rev.f. Vent is operational and meets OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator unit was alarming circuit occlusion. As an intervention, the patient was placed on a back-up ventilator. The customer confirmed that there was no patient harm associated with the reported event.